Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle sftygld 25x1 rb mck broke off in the patient's arm and was removed without issue. The following information was provided by the initial reporter: "the needles are very flimsy and this one broke off in a patient arm. The patient was not aware and the ma pulled it out without issue" "the needle broke off in a patients arm (no harm) we were able to get the needle out without episode."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the needle sftygld 25x1 rb mck broke off in the patient's arm and was removed without issue. The following information was provided by the initial reporter: "the needles are very flimsy and this one broke off in a patient arm. The patient was not aware and the ma pulled it out without issue". "The needle broke off in a patients arm (no harm) we were able to get the needle out without episode."